Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 13-a. The criteria is <55-a. Pass. Meter setting, audio and all buttons function are ok. Tested the suspected meter with in house control solution and in house strips (strip lot number:d150316-1). The control solution tests for level low are 59/59 mg/dl, for level high are 262/273 mg/dl. The control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass.

Event description:
(B)(4) received a call on 08/22/2015 reporting a medical intervention that occurred on (B)(6) 2015 @ 9:00am. Patient's aide (c) called in stating that the patient's glucose was reading low. Patient displayed no symptoms. Aide only sought medical attention due to the patient's glucose reading results on the prodigy meter at the time of the event being 24mg/dl. Paramedics were called and upon arrival tested patient's blood glucose with their meter with a result of 373mg/dl. Patient ate food but did not receive any other treatment before arrival of paramedics. No information was given in regard to treatment by paremedics. Patient was not transported to hospital.